Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Mid flexion instability. Patient did well for a year then the joint seemed to be unstable in flexion.

Manufacturer narrative:
An event regarding instability involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Method & results: - device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. - medical records received and evaluation: clinical consultant review of the provided medical records and x-rays concluded there is no evidence that factors of faulty primary total knee components¿ design, manufacturing or materials were responsible for the described flexion instability of the right total knee arthroplasty - device history review: all devices were manufactured and accepted into final stock with no reported discrepancies. - complaint history review: there have been no other events for the lot referenced. Conclusions: clinical consultant review of the provided medical records and x-rays concluded there is no evidence that factors of faulty primary total knee components¿ design, manufacturing or materials were responsible for the described flexion instability of the right total knee arthroplasty . A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
Mid flexion instability. Patient did well for a year then the joint seemed to be unstable in flexion.